Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level and was in emergency room on (B)(6) 2020. The customer¿s blood glucose level was over 700 mg/dl at the time of the incident. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
The narrative summary has been updated which was different in the initial report. The updated information has been provided. (B)(4).

Event description:
Customer also reported another hospitalization for 2-3 days on (B)(6) 2019. Blood glucose was over 700 mg/dl at the time of the incident. Customer was also having issues with bent cannula on infusion set. Customer was not able to provide further details of hospitalization.